Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is on-going at the time of this report. Per DHR (device history record) the product concha neptune, lot #611060359 was manufactured on 06/22/2011. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The event is reported as: the customer alleges that the device was in use on a non-ventilator patient, but cannula assisted breathing with the neptune provided moisture. The patient informed the nursing staff that the gas being breathed seemed to be getting hot. The rt staff discovered the neptune had a red wrench lamp indicator on which is defined as an unrecoverable internal failure. No harm to the patient.